Manufacturer narrative:
Device serial number is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor was replaced. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the returned monitor had a blank display. Analysis found that the reported event was related to an electrical issue. This issue was documented in a hardware anomaly tracking database. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a case, before the patient was present, the site noted that on the top right corner of the surgeon monitor only, there was an area of a few inches that was black with a red outline. A manufacturer representative tried restarting the system and re-seating the lemo connector without any improvement. It was later reported that the surgeon monitor turned black and nothing could be seen on the screen.